Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Subsequent interrogation revealed that the device was in fallback mode.